Event description:
It was reported that an asymptomatic patient presented in clinic after receiving an alert for a non-sustained lead noise episode due to competitive atrial paced events causing ventricular events to fall into the blanking period. This caused a mismatch between the near field and far field channels, leading to the non-sustained lead noise alert. No noise was observed via egm. Device was reprogrammed and patient is doing well.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.